Manufacturer narrative:
It was initially reported that the device was not returning for evaluation. The device was subsequently received. The report of thrombus was confirmed based on the evaluation of the returned device. Upon disassembly of the pump, examination of the pump blood contacting surfaces found grainy, non-laminated depositions situated on the textured blood-contacting surface of the inlet elbow. Similar depositions were present on the body of the rotor. Although the specific cause for their development could not be conclusively determined, the depositions appeared to have developed in these areas. All of the depositions found appeared to have been exposed to a fixative agent prior to the device being returned. Due to this, the composition of the depositions could not be conclusively determined. The depositions found in the inlet elbow and on the rotor did not appear to occlude the flow of blood. The remaining blood contacting surfaces were free of depositions. Thrombus formation is complex and multi-factorial in nature and not necessarily related to a single physiological or device-related factor. Examination of the pump bearings, rotor, and blood-contacting surfaces under a microscope, revealed no abnormalities. The pump underwent cleaning, reassembly and functional testing under loaded conditions using a mock circulatory loop. The retrieved data from this testing revealed normal pump power consumption comparable to the values recorded during the manufacturing process and the pump operated as intended. Device thrombosis is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Information was received from the intermacs registry stating: suspected device thrombosis. Information also included a patient outcome of urgent transplantation.

Manufacturer narrative:
Approximate age of device ¿ 2 years, 9 months. The attached user facility medwatch report was received from the intermacs registry. The user facility number was not provided. The intermacs identifier is (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed. Placeholder.